Event description:
It was reported by the inventory coordinator that the device was used during a laparoscopic tubal ligation. It was reported that during insertion, the plastic tip broke. A second device was opened and the procedure was completed without consequence to the patient.

Manufacturer narrative:
Evaluation summary: based upon the analysis examination, the balloon appears to have popped from contact with an instrument. It was concluded that something sharp most probably pinched and cut the balloon. The balloon membrane thickness was found to be within specified limits.